Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.2 rails were broken caused damage to the pyxis bus cable. A field service engineer (fse) replaced the damaged pyxis bus cable, and the drawer was replaced to resolve the issue. After replacement, the drawer was reconfigured, and the system was rebooted. The functionality was tested in hardware test application (hta), and the customer successfully performed an inventory check. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine failed to power on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex a codes. Correction: section d unique device identifier (UDI). The reported condition of pyxis machine is not powering on was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the fse verified the issue and confirmed that main hh drawer 3.2 rails completely broke causing damage to pyxibus cable. The fse replaced pyxibus cable with cable (120547-01). And replaced drawer with another drawer (354828-01). The fse reconfigured the drawer and rebooted it, then tested in hta, and no further issues were observed. During dchu visual inspection p/n 120547-01: the part was received with a cut with visible exposed copper strands and thermal damage marks were observed. During dchu visual inspection p/n 120547-01: no dchu testing was required due to the exposed copper strands and the thermal damage observed on assy cbl pyxibus 6 drawer the during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the reported issue that the pyxis machine is not powering on was determined to be due to a thermally damaged assy cbl pyxibus 6 drawer, p/n 120547-01 which compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine failed to power on. As per part investigation, it was determined that there were visible exposed cooper strands and thermal damage observed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.